Event description:
Ous MDR - after an implantation period of about 5 months oversensing with inappropriate shocks were reported. The lead was explanted and returned for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a damaged insulation at a distance of approx. 24.5cm distal to the df4 connector. In that section, the lead body was found squeezed and deformed. The conductor cable to the svc shock coil was found fractured. These findings can be considered as the root cause for the observed issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The fracture of the conductor cable most likely occurred due to a combination of damage sustained by the entrapment and tensile forces applied during the explantation procedure. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.